Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2472 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that when preparing to conduct PICC puncture, the operator opened the extension tubing and found that it was unable to be connected and engaged securely. It was reported this occurred with three devices. This report addresses the second device.